Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump did not alarm when the reservoir was empty or when the insulin was not delivered. The blood glucose reading was 201 mg/dl. The insulin pump failed the high pressure test. Customer was advised to change the infusion set. Nothing further was reported.